Event description:
It has been reported to philips that the system did not start. No harm has been reported. A philips engineer inspected the system remotely and identified a potential software issue. The wobbly contacts was fixed and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up completely and large screen remained dark. Review of the system log file showed that there was a malfunctioning of flexvision pc. As a part of troubleshooting process, fse checked the software and wobbly contacts were fixed but still the issue large screen remained dark. Fse replaced the hard disk spare part. After replacement of the hard disk spare part, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was updated.